Manufacturer narrative:
No patient information provided to date after requests via call to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction knob was too tight. The knob was loosened to resolve the issue.

Event description:
The hospital reported that the suction knob would not turn resulting in reduced suction. There was no report of patient injury.